Event description:
It was reported that during acdf zero-p procedure at levels c5-c7, the surgeon was implanting the zero-p peek implant at c5-c6. He had the spacer placed and had all the holes drilled. When he was placing the last screw, it would not engage the plate. He then redrilled a new hole at a better angle, used a new screw which engaged the hole in the plate correctly, and completed the procedure. There was no harm to the patient, no extension of time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).